Event description:
The technician reported the left foot side rail would not latch. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the locking pin in the side rail mounting bracket was flattened preventing the side rail from being able to latch when raised due to normal wear and tear. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of hill-rom preventative maintenance records did show that preventative maintenance had been performed in 2008. Hill-rom is not aware if the account has performed any preventative maintenance other than 2008 record. The technician replaced the left foot side rail mounting bracket to resolve the issue. Based on this info, no further action is required.